Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During the processing of this incident, attempts were made to obtain complete event and patient information.

Event description:
Related manufacturer reference number: 3006705815-2019-03751. It was reported that over time, the patient experienced a reduction in pain relief with the scs system. System may be removed and replaced with a system from another manufacturer.

Manufacturer narrative:
Additional information revealed surgical intervention was not performed on the lead, therefore it does not meet reportability criteria.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
During the processing of this incident attempts were made to obtain complete event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.